Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had been having trouble with inserting, rewinding, and filling the tubing. The customer also reported that the infusion set¿s cannula would be bent. Troubleshooting was performed. The bent cannula would occur on the first day. The customer¿s blood glucose level was 465 mg/dl. They treated their high blood glucose with the insulin pump and by changing the infusion set. It was noted that they had gone through 5 infusion sets. The customer declined troubleshooting for the high blood glucose. The insulin pump was not returned for analysis.